Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction to MDR 1723170-2018-02336-002: date received by manufacturer provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The returned positioning sensor unit (psu). When connected to a known good system, the amber light fault was lit confirming the reported issue. A check of the logs revealed low voltage for the bump detector battery. Positioning sensor unit (psu) failed accuracy test. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that an active frame had a recognition failure. The rightmost led in the power supply unit was lighting orange when this occurred. The procedure was completed without use of the navigation system. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The scu and psu were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.